Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 ipg, implanted: (B)(6) 201. (B)(4).

Event description:
It was reported that there were large deflections on the atrial electrogram that were difficult to determine if it was noise or far field r-wave (ffrw) oversensing. Patient manipulation did not result in noise. The deflections were determined to be ffrw oversensing. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.